Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The patient contacted lifescan (lfs) on (B)(6), 2010 alleging that her onetouch ultra2 meter displayed the "apply blood" message even though she had already applied the blood to the test strip. At an unspecified time after the reported issue occurred, she reportedly started to feel shaky and sweaty as a result of the reported issue. The patient administered self-treatment with orange juice and reportedly felt better afterwards. She also claimed that after she ate again at an unspecified time, she started to feel sweaty and dizzy. No other blood glucose results were reported or medical intervention was reported. According to the csr troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient claimed she developed symptoms, suggestive of hypoglycemia, after the "apply blood" message appeared. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 341 mg/dl (his compact plus meter (B)(4)) and 109 mg/dl (his wife's compact plus meter (B)(4)) customer obtained a reading of 341 mg/dl on his meter and took an additional 25 units of insulin based upon the result obtained. Within 10 minutes of that result, he obtained a result of 109 mg/dl on his wife's meter. She did not recall if the customer obtained a reading of 183 mg/dl. Then at 4 am, the customer was noted to have a hypoglycemic episode, was shaking and incoherent. Customer's wife obtained a reading of 11 mg/dl on her meter and called the emt. The emt instructed the caller to get juice for the customer and add extra sugar. Customer was able to consume the juice and became coherent. Emt did not have to come to the customer's house. Customer is currently fine. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the wife's compact plus system. (B)(4).